Manufacturer narrative:
H.6. Investigation: the affected sample was returned for failure investigation, and the complaint of separation was verified. Under microscopic analysis, it was determined that the root cause of the separation is insufficient solvent holding the tubing together. The separation occurred at the outlet of the 2nd smart site (3 smart site tubing). A device history record review for model 2426-0500 lot number 20063489 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing came apart. The following information was provided by the initial reporter: material no.: 2426-0500, lot no.: 20063489 . It was reported that the tubing came apart next to the injection port during priming. Verbatim: health professional called today to report an issue with alaris pump tubing. Issue: the tubing came apart next to the injection port during priming. No patient contact so they used another tube to proceed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing came apart. The following information was provided by the initial reporter: material no.: 2426-0500, lot no.: 20063489. It was reported that the tubing came apart next to the injection port during priming. Verbatim: health professional called today to report an issue with alaris pump tubing. The tubing came apart next to the injection port during priming. No patient contact so they used another tube to proceed.